Manufacturer narrative:
Exact date unknown, event occurred a few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty recharging the ipg as it would not keep a connection and take a charge. The patient was also experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.